Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was severed from the trunk cable. The root cause for the damage could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the trunk cable connector on electrode belt sn (B)(4) was severed. The last patient to use this electrode belt did not report any deficiencies.